Manufacturer narrative:
Film analysis conclusion: the cause of the endoleak could not be determined from the pre implant CT images provided. Analysis of the returned pre-implant films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak although some calcification was present around the aneurysm sac which can be a factor in the occurrence of a acute type iiib endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and a non mdt (begraft) renal stent was implanted during a chevar procedure to treat an 80mm abdominal aortic aneurysm on (B)(6) 2023. It was reported follow-up cta was performed approximately 1 month post the index procedure which showed a suspected type iiib endoleak. It is unknown which stent graft contained the iiib endoleak. It was confirmed there was no modular separation seen on CT. It was confirmed that there was no calcification or excessive ballooning performed in the area of the suspected type iiib endoleak. Per the physician the cause of the suspected type iii endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(6), ubd: 20-feb-2025, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 10-may-2025, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot #: (B)(6), ubd: 10-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the CT¿s received; however, the exact cause/source of the endoleak could not be fully determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause, but these were not provided. There was adequate proximal and distal seal noted, so a type ia or ib endoleak are not considered to be a factor. A type iiia endoleak cannot be completely ruled out but there appeared to be adequate component overlap to avoid a type iiia separation endoleak. A type iii fabric endoleak would be less likely to have occurred at index and analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to this, but its possible occurrence can not be fully ruled out. A delayed type IV blush endoleak caused by fabric porosity may have been a factor and there is evidence of a likely type ii endoleak due to the patent collateral vessels observed to be feeding the aneurysm sac. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.